Event description:
It was reported that the patient underwent an initial shoulder surgery on an unknown date. Subsequently, the patient had a revision surgery performed due to malopositioning of the implant and a tear of the subscapularis muscle.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2022-02497. Concomitant medical products: item#: unknown, unknown humeral head; lot#: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay corrected information. Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided, and a corrected report will be filed under MFR number 0001822565-2022-03395.